Manufacturer narrative:
Product complaint # (B)(4). Additional information provided: use dura prep and chloraprep and use wet lap and dry off. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Is photo available of patient reaction? No. Description of event, symptoms, manifestation of reaction. Rash, redness, and not sure what else. Name of surgery? Not sure. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on an unknown date in 2026 and topical skin adhesive was used. Patient experienced a reaction with red rash around the adhesive site. The surgeon had to prescribe steroid cream and have patient pull adhesive off. Patient developed a spreading erythematous rash with minimally raised lesions. Adhesive was removed, steri-strips applied, and a medrol steroid pack was given. The device was not returning. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional information has been requested and received. Was there any reported patient or user harm? Yes. Did the patient/user require any medical or surgical intervention as a result of the event? Yes, description, the patient presented with rash, spreading erythematous, periodic, and minimally raised lesions. Prineo was removed, steri-strips were applied and a medrol steroid pack was given did the patient/user require extended hospitalization as a result of the event? No what is the patient¿s/user¿s status/outcome following the event? Unknown was there a significant delay? No additional information provided: event date: 2026 (month/day not provided) when event occurred: post implant operating company: eth product involved: dermabond prineo 22cm msh adhesive (product code clr222us_eth) quantity involved: 1 unit product returned requested: no event description: patient developed a spreading erythematous rash with minimally raised lesions. Prineo was removed; steri-strips applied; a medrol steroid pack was given. Other j&j products used but not contributory: suture (details unknown) reported patient/user harm: yes. Medical or surgical intervention required: yes (treatment as noted) extended hospitalization required: no. Patient status/outcome: unknown significant delay: no. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Is photo available of patient reaction? Description of event, symptoms, manifestation of reaction infection name of surgery? What was the procedure date? What date /day post op was the reaction noted? When was the prineo product removed from the patient? Were any cultures taken? Results? Please describe how was the adhesive was applied. How was the wound cleaned and dried prior to prineo application? What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth; bmi patient pre-existing medical conditions (ie. Allergies, history of reactions) has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Product code and/or lot of product used? Current patient status. Name of surgeon? What is the physician¿s opinion as to the etiology of or contributing factors to this event? No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.